Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent myomectomy procedure on (B)(6) 2017 and suture was used. During the procedure the needle broke off from the suture. The needle was removed from the patient and there was no consequences reported. Additional information has been requested.